Event description:
Attorney alleges the patient received injuries on or about (B) (6) 2007 and that "these injuries were sustained as a result of a defective product." Review of manufacturer's database revealed the patient had died (B) (6) 2007. The claim is against an atrial lead. The rv (right ventricular) lead and device are competitor products. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the lead was explanted post-mortem. The cause of death has been researched but has not been received.